Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the event was unable to be determined, but may have been due to procedural factors listed above and or patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 23 mm sapien 3 ultra valve in the pulmonic position via transfemoral approach in a pre-existing surgical valve the balloon burst at full deployment with 5 additional cc's of volume. During removal withdrawal difficulty was encountered reentering the sheath. Attempts to force the balloon into the sheath resulted in severing the catheter, which required getting access from the contra lateral groin and snaring the wire the balloon was on, externalizing it, and then tracking the balloon into the new non edwards sheath so it could be removed. This required the use of a snare. There was concern during this process that the tricuspid valve was being damaged, and it was confirmed by tee that a tricuspid chordae had been ruptured, resulting in severe tricuspid regurgitation. Patient was stable. One week later the patient had the tricuspid valve clipped. After two clips, on septal and the posterior leaflet, there was still unacceptable tricuspid regurgitation, so a third clip was place on the septal and anterior leaflet resulting in just trace tricuspid regurgitation. The patient was doing well and discharged home.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, and product code. A correction to field d2 is being submitted in this supplemental report.